Event description:
The patient had shell impingement with soft tissues and pain in the hip. At about 7 years and 7 months post primary the surgeon revised the cup, head and liner. The original cup was suspected to be too large and possibly leading to reduced range of motion. Medialized the new cup in an effort to alleviate impingement. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 october 2024. Lot 163138: (B)(4) items manufactured and released on 15-sep-2016. Expiration date: 2021-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.